Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2024-02424, 3006705815-2024-02425. It was reported that the patient experienced ineffective therapy with their scs system. It was also reported that the patient experienced discomfort at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein only the ipg and one lead were explanted and replaced to address the issue. The other lead was explanted and not replaced due to patient anatomy. Further surgical intervention may be undertaken a later date effective therapy was not restored with only one lead implanted.

Event description:
Manufacturer report number: 3006705815-2024-02546 included which documents pending surgery due to ineffective therapy because only one lead was implanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.